Event description:
Reporter alleged blood glucose measured 215 mg/dl in the morning, back to back with a result of 102 mg/dl, when testing was performed two minutes later. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.